Event description:
It was reported that (2) devices and (2) reloads were used during an unknown procedure. It was reported by the affiliate that the (2) tct75 instruments with (2) trt75 reloads locked out. Another instrument was used to complete the case. There was no consquence to the pt. The devices were discarded.